Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states coag tubes not properly filling. Customer does not believe this to be a training issue. 19dec2023 update: the customer provided the following information to technical service, "the coagulation tubes with sodium citrate 3.2% do not expire until 01/01/2024. They are not past expiration, we have been having troubles with them for a few month's now. They are underfilling, they do not fill to the arrow, there is not enough suction. We have drawn these multiple ways. We have straight stuck patients and they still underfill. When we use a safety blood collection set, we draw a discard tube first to get air out of line before the coagulation tube we need filled. This does not help, the tubes still underfill. Syringes may not be recommended but that is the only way we are able to fill a tube to the fill line. Due to the tubes not having enough suction and under filling, we are having to use a syringe with a transfer device to get them filled to the fill line. We allow the tube to pull what it will and when it is done we have to press on the syringe to fill to fill line due to underfilling. We are holding the tube pressed with thumb until it stops flowing, then change to the following tube in the order none of the other color tubes have issues in those orders. The tubes with the light blue color [see picture] were filled with needle and syringe allowing the tube to do the pulling and they are underfilled. The tubes with the dark blue color [see picture] were filled with syringe and transfer device allowing the tube to do the pulling and they are also underfilled.